Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (severely calcified and tortuous lesion with 90% stenosis). Deformation issue (stent deformed in vivo during positioning). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severely calcified and tortuous lesion with 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion in the lcx. The lesion was tortuous and had 90% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated 4 times, for 8 seconds at 13 atm. 50% stenosis remained after the dilatation, but the device could not pass the lesion. The physician then discontinued the surgery. No patient complications are reported. When the device was returned to the facility for evaluation, the stent of the device was noted to be damaged. Evaluation summary: the distal was stubbed. The 12th and 13th proximal stent segments were raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.